Event description:
A (B)(6) customer obtained a blood glucose reading of 533 mg/dl on a contour ts meter. Within 10 minutes, the customer performed retesting on a different meter and obtained a reading of 137 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.